Event description:
It was reported that the console began smoking when it was first plugged in. This did not occur during a procedure. There was no patient involvement and no adverse consequences associated with the event.

Manufacturer narrative:
The console has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.